Event description:
The customer reported that they could not acquire a pads ECG waveform when switching from leads to pads.

Manufacturer narrative:
(B)(4). The customer reported that they could not acquire a pads ECG waveform when switching from leads to pads. There was no report of negative pt impact. Philips evaluated the device and could not reproduce the reported symptom. The electronic event file was reviewed and there was no malfunction of the device. This was a use issue related to the need to choose the pads ECG waveform by pressing the lead select to scroll through the available leads to display pads ECG. The device passed all standard testing and was returned to svc.